Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was missing segments. The customer¿s blood glucose level was 165 mg/dl at the time of the incident. The customer states lcd display is flickering. Details that led to the event and add relevant information if applicable. The customer was assisted with troubleshooting and it did not fix the partial display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed the self test, unexpected alarm error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No missing segments/partial display or flickering display anomaly noted. High stop current due to moisture damage on the lcd board. Pump had cracked reservoir tube lip and minor scratched display window.